Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported on the service order by (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device had damaged components - locking components and defective safety lock. It was also noted that the device failed pre-repair diagnostic tests for outer hose inspection, safety, temperature, sound and rotations per minute (rpm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.